Event description:
The customer used the device to check their blood glucose and they obtained a result of hi. They retest and obtained 300 mg/dl. They dosed insulin and experienced a headache and vomited. They went to the dr's office and their glucose was 52 mg/dl. Pt was taken to the hosp and given an IV, crackers and juice. Controls were not used on the system. The device was replaced and requested to be returned for eval.